Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window and cracked reservoir tube lip. The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test. We were unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and no delivery test due to prime alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was not detecting the reservoir and the device does not stop when the piston reaches it. The patient's blood glucose at the time of incident was 66 mg/dl. Troubleshooting was initiated for the prime and rewind anomaly. After the prime loop test the customer did not receive a second series of beeps, and numbers failed to appear on the screen. The insulin pump will be returned for analysis.